Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime procedure. The blood glucose reading was 231 mg/dl. Upon troubleshooting, it was found that the insulin pump was working as designed. The customer called again the next day, reporting that the insulin pump alarmed no delivery again. The blood glucose reading at the time of the second call was 345 mg/dl, which the customer treated with a manual injection. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion and test and excessive no delivery test due to prime and fill anomaly. Insulin pump had a cracked reservoir tube lip.